Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the smartsite connector broke while connected to a central line catheter during an infusion of dexmedetomidine, fentanyl and 10% dextrose. The cultures from the broken connector site results were positive for microorganisms requiring antibiotic therapy.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the valve showed the female luer adapter (fla) was separated from the clear body of the valve with the broken piece of the clear body still remaining within the fla. Markings, indicative of stress, were observed at the break point of the damaged clear body. Functional testing was not performed due to the obvious damage. However, additional testing and analysis concluded there were no smartsite material or functional changes that would suggest any manufacturing related contributors to the breakage. The probable cause of the damage to the smartsite has been identified as lateral force exerted during disconnection of the valve from a mating component.